Event description:
During femoral head replacement surgery and upon application of bone cement, pt's blood pressure dropped suddenly. Vasopressor drug was injected 3 times and pt's blood pressure recovered.